Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they had sensor with a lot of blood, and they received lost sensor. The customer's blood glucose level at the time of incident was 180mg/dl. The customer's insertion techniques were reviewed and found to be ok. The customer was advised that the sensor would be replaced and returned for analysis.

Manufacturer narrative:
Failure analysis was unable to confirm the insertion needle complaint on one opened and partial used enlite sensor due to the insertion needle was not returned.